Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device analysis: visual analysis of the returned device identified: deformation. A weight test of the device was verified and the device was within specification. Voids and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rides high", "2 to 3 lymph nodes at top lateral toward armpit occasionally swell", "lymph nodes in throat occasionally swell", "inflammation and swelling of lymph nodes" and "tenderness and pain".

Event description:
Patient reported right side "rides high", "2 to 3 lymph nodes at top lateral toward armpit occasionally swell", "lymph nodes in throat occasionally swell", "inflammation and swelling of lymph nodes" and "tenderness and pain". Healthcare professional reported calcifications and "hole, non-specified", "hole on patch side". Device has been explanted.